Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms were received. The customer¿s blood glucose (bg) level was 288mg/dl and a manual injection was administered to address the bg level. The customer performed troubleshooting prior to contacting tandem technical support and did not observe insulin exiting the infusion set tubing leading the customer to perform a supply change resolving the occlusion alarm. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.